Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: lead-medt implantable pacing lead. (B)(4).

Event description:
It was reported, the lead integrity alert (lia) triggered due to right ventricular (rv) lead impedance issue. It was also reported that under fluro it was clear that the proximal lead coil had been damaged. It was further reported that during one of the atrial lead replacements the proximal coil may have been damaged by the seldinger needle during venous access. The device and leads were removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed. The lead conductor was fractured and the defibrillation superior vena cava exposed coil was flexed/pulled/stretched/overstress.